Manufacturer narrative:
Upon further investigation, interference of chloralhydrate with the chloride results was found with integra chloride electrodes gen.1 and gen.2. In the indirect mode, the interference exceeded 10% of the measured chloride value for gen.2 electrodes at chloralhydrate levels higher than 175 mg. In the direct mode, all tested chloralhydrate levels caused significant interference on all integra chloride electrodes.

Manufacturer narrative:
Additional interference studies of chloral hydrate at different concentrations across the therapeutic range have been performed. No significant interference was observed. All similar product lines, including integra, were tested and no significant interference has been identified.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) chloride results for one patient and questioned if the medication chloral hydrate interfered with the results from the integra 800. A child was treated with chloral hydrate and while receiving the medication, the chloride result was 30 mmol/l higher on the integra 800 than the result received with another method. A specific result from the integra 800 was 146 mmol/l. The result in another lab, analyzed with "chloridmeter" was in the reference range. It was unclear if the same sample was used for both tests. The results were reported to the physician. Upon follow up, information was provided that the dosage of the medication had been decreased and now the results between the integra and chloridmeter agreed and were both within the reference range. The patient was not adversely affected and was in good condition. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The dosage of the medication and the diagnosis of the patient were requested, but were unknown.